Event description:
A malfunction was reported on the pump by the customer, but no notable events occurred prior to this issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on resetting the pump, assisted the caller in performing the reset, and confirmed that the malfunction code did not recur thereafter. The customer was advised to continue using the pump and to call back if the issue returns.